Manufacturer narrative:
(B)(4). Investigation: this incident occurred on two machines at the customer site at the same time. The customer reported that donor info was entered for two separate donors on two machines but when the donors were connected to the devices they were switched so each was being run on the other's info. Reference report #1722028-2011-00093 ((B)(4)) for other event info. No service call was placed for this incident because it is attributed to operator error, not a deficiency with the machine. The device history record was reviewed and no problems were noted. Root cause: operator error. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: the donor was placed on a trima that had another donor's info entered into the machine. The donor did not experience any adverse symptoms nor was any medical intervention required in this incident.